Event description:
The user facility reported that one of the lightheads from their harmony la500 surgical light would not turn on for a procedure. The user facility contacted steris and continued to use the lighting system. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The user facility's third-party service provider arrived on site and inspected the lighting system and found the display reading "contact steris." The service provider rebooted the control center and was not able to connect to lighthead number 3; only lighthead number 1 and 2 came back online. The service provider observed a melted connector where the lighthead connects to the arm. He stated the damaged wires were most likely damaged during previous service activity. A steris service technician arrived on site the following day and found the lighting system to still be in use. During his inspection he confirmed the damage to the wires. In addition the technician found that the lighthead board, light cover and lower commutator required replacement. During the steris technician's evaluation he found that non-steris lamps were being used in the lightheads. The technician discussed his findings with the hospital staff and biomed and stated that the lamps needed to be replaced. The steris dsm was told by the facility's operating room director that the third-party service provider had repaired the lighthead and the lighting system was back in use. No additional issues have been reported. The lighting system was installed in 2004 and is serviced and maintained by the facility's third party service provider. Operator manual states to inspect wiring and connections every 6 months.